Manufacturer narrative:
Please refer to evaluation summary for analysis results. (B)(4). During a paroxysmal atrial fibrilation procedure, it was reported that the proximal pole of the thermocool sf nav bi-directional catheter was noisy while ablating. Cables were exchanged without resolving the issue. The catheter was replaced and the issue resolved. There were no patient consequences. The returned device was visually inspected and found char over ring #3. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the device passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the char remains unknown.

Event description:
During a paroxysmal atrial fibrilation procedure, it was reported that the proximal pole of the thermocool sf nav bi-directional catheter was noisy while ablating. Cables were exchanged without resolving the issue. The catheter was replaced and the issue resolved. There were no patient consequences. On (B)(6), the catheter was received in our failure analysis lab and found char on ring # 3. Due to this finding, this complaint became reportable. Awareness date changed from (B)(6).